Event description:
During surgery, the driver did not insert into the screw. Another screwdriver was available to complete the srugery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.